Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported "the vu-apod-l implant broke at point of attachment to the inserter during the surgical insertion at the l2-l3 level of a 4 level spine surgery (l2-s1). There was no harm to pt reported and the broken implant remained implanted. The surgery time was not increased due to this issue. The thumbwheel on the inserter seemed stiff, grinded when attaching trials and implants. Because the implant was mostly inserted, the surgeon decided to remove the broken piece and tamp the implant into final position."